Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil prematurely deployed in its housing. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). When the coil was taken out of the packaging the scrub tech removed it from the housing. The coil was not covered by the sheath/ was already deployed. We were concerned that the integrity of the connection may be damaged due to being loose in the coil housing and opted to use a different coil. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the axium prime device was returned for analysis within a shipping box; within a resealable plastic biohazard pouch and within an introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The pusher was found kinked at ~7.1cm from the proximal end. The coin was found still against the lumen stop. The shield coil was found undamaged. The implant coil still attached to the pusher. The implant coil was found undamaged within the introducer sheath. Testing/analysis: the axium prime implant coil was advanced out of the introducer sheath with no resistance encountered. The implant coil was confirmed still attached to the pusher. Due to the kinked location, a detachment could not be performed using an instant detacher. A manual detachment was then attempted by breaking the pusher at the break indicator, and the release wire was retracted, detaching the implant coil with no issues. No other anomalies could be observed. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" could not be confirmed. The implant coil was returned still attached to the pusher. In addition, no issues were observed when detaching the coil using the manual method. Customer report of device found out of sheath could not be confirmed and the cause could not be determined. The pusher was found kinked. The cause of the kinking could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no damage or evidence of tampering to device packaging. It was unknown if the proximal end of the pushwire was secured in the guidewire clip (black rubber stopper) when the package was opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.